Event description:
It was reported that during a vats wedge resection procedure, the device fired fine and the case was completed with no patient consequence. Sometime after the procedure, a leak was noticed. The patient was not taken back into the oprating room to repair the leak. The patient was monitored four or five days. The patient has since been released from the hospital. The device was discarded. There is no further information available. All the devices were discarded. Patient has been discharged.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. Spoke with the sales rep, she indicated that was unknown if the device involved was a 45 or a 60. There were no difficulties encountered during the original procedure. The patient is fine.